Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment, there was opaque bubble layer (obl). A brief description from the surgery center indicated there was bubble in the anterior chamber and the treatment was aborted and postponed for two weeks. Pre-operative measurements: pre-op: od, bcva 20/20 -7.50 x -.50 x 10. Pre-op: os, bcva 20/25 -7.75 x -.75 x 0.